Event description:
It was reported by dealer that where drive arm on head spring attaches the metal broke. Dealer advised, end user stated bed was at an angle due to broken piece letting head section go. Dealer advised replaced a part on the bed for end user. Dealer advised do not know daily use of the bed. Dealer advised rental unit. Spoke with tech. Dealer could not provide any further information.